Event description:
Husband of female, reported that in 2005 patient was found at 6:30 a.m. In a catatonic state or shock. Paramedics were contacted. Upon arrival, paramedics discovered her blood glucose was 1.2 mmol (20-30 mg/dl). Her normal range was 8-10 mmol (140-180 mg/dl). Patient was treated with IV glucose and released three hours later. Patient indicated that she believed she did not eat enough the night before. She did not recall any symptoms of the low blood glucose as she was asleep. Product was requested to be returned for evaluation.